Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter, extractor rx retrieval balloon, and spyscope access and delivery catheter were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a (B)(6) female patient on (B)(6) 2010 (patient weight is unknown). According to the complainant, during the procedure, the physician cannulated the ampulla and observed a stricture of the distal common bile duct. The physician attempted to position the extractor rx balloon at the common bile duct for visualization, however, the extractor balloon was unable to pass through the stricture. The extractor balloon was removed and the cre balloon dilatation catheter was then inserted into the patient and positioned at the stricture. The balloon was inflated to 12mm and significant waisting occurred. The balloon was then inflated to 15mm. No waisting of the balloon occurred and the dilation was completed; however, after the balloon was deflated, a significant amount of blood exited the common bile duct. The cre balloon was removed from the patient and the physician injected epinephrine into the common bile duct for hemostasis; the bleeding was resolved. The physician then inserted the spyscope access and delivery catheter into the patient. At this time, it was noted that the patient's respiratory status had declined; as a result, the physician decided to abort the procedure and the spyscope access and delivery catheter was removed. The patient was stabilized, and the extractor rx balloon was inserted back into the patient at the distal end of the common bile duct. Contrast medium was injected and under fluoroscopy, the physician determined a perforation was present within the common bile duct. The patient was immediately sent to surgery. According to the complainant, there were no visible issues with the cre balloon dilatation catheter, extractor rx retrieval balloon, or spyscope access and delivery catheter. The physician stated that the patient's decline in respiratory status was a result of air that entered the peritoneum due to the perforation, and was not a result of the spyscope access and delivery catheter. There was no malfunction of the extractor rx balloon or spyscope access and delivery catheter. The patient's condition at the conclusion of the surgery was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) - medical intervention required - surgery, injection of epinephrine for hemostasis. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.